Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of the initial procedure? Can you describe the surgeon initial technique with stratafix symmetric? What was the indication for using 3 stratafix symmetric on 1 patient? Was there any anomaly or issue with the suture prior to use? What tissue was the stratafix symmetric suture used on? What was the condition of the tissue (normal, diseased, weakened)? Was there any predisposing factor prior to the event (cough, fall, etc)? What is the surgeon opinion as to relationship of the stratafix suture and the dehiscence? Can you describe the appearance of the suture during the second procedure? Upon exam was there visual evidence that the stratafix symmetric suture was broken? You reported suture found broken, can you identify where (termination, middle, end)? Were all 3 sutures found broken post op? Was the device fixation tab intact during the second procedure? What are the patient weight, bmi, medical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an abdominal closure procedure on an unknown date and a barbed suture was used. At post-op day five, the patient was brought back to the operating room for a wound dehiscence. The surgeon noted that the suture strand broke apart in the incision. The patient was closed with a different suture. Additional information has been requested.